Manufacturer narrative:
Customer's in-house biomedical engineer evaluated the system and found that the co absorber hose was disconnected. Corrections included reconnecting the hose and the problem was resolved.

Event description:
Customer reported the a5 anesthesia delivery system had a leak as the bellow was dropping, which may have affected anesthesia delivery. No pt injury was reported.